Event description:
It was reported that patient had pain at ipg after falling several times on the ipg. Surgical intervention was undertaken on (B)(6) 2022 wherein the ipg site was revised and moved from the left bullock to the left flank. Therapy was restored and pain at ipg site has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.